Event description:
It was reported that 12 hours after the catheter was placed in use, the nurse found the catheter was "broken" in two. As a result, the catheter was removed and a new kit was opened and used without issue. A delay was reported, however, there was no death or complications and the pt is doing fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.